Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the unit had disrupted timing. The handle was unable to be actuated. The shaft was disassembled from the handle and the handle was able to cycle properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral laparoscopic tep inguinal hernia repair, after mesh placement, the consultant used to fix the mesh on pubic bone with protack. But while applying tacks during first initial fire, the trigger locked in such a way that consultant wasn't able to fire properly as well as tacks weren't able to penetrate into the tissue. Patient status at time of this report was alive with no injury.